Event description:
It was reported following the pt's scs system explant (ref. MFR report 1627487-2010-01934) the surgical site became infected. A culture taken revealed pseudomonas aeruginosa. The site was surgically debrided and irrigated, and the pt was prescribed antibiotics. The pt was implanted with two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.